Event description:
The field service engineer reported a pump with failure code 810:11. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA jan 26, 2007. Evaluation summary:the reported condition of failure code 810:11 was confirmed in the pump's event history file during product evaluation. Inspection of the device found that failure code 810:11 was caused by a dirty pump head mechanism channel. The pump head mechanism channel was cleaned. The device evaluation was performed on site in 2007.